Manufacturer narrative:
Bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for blood leakage inside vacutainer holder with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Root cause is indeterminate based on the photo received for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting blood, a phlebotomist noticed the bd vacutainer® winged safety push button blood collection set with luer adapter leaked blood inside the vacutainer holder. This caused a huge mess on the tray. No serious injury or medical intervention was reported.